Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a dorsal root ganglia trial procedure on (B)(6) 2020, the physician received a phone call that there was a water leak at the facility. As a precaution to protect patient from potentially compromised products, the procedure was abandoned.